Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -16.00/4.0/076 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial stuck on a piece of tape. There was clear surgical residue/debris on product. Visual inspection found the haptic bent; debris and residue on lens surface. (B)(4).